Manufacturer narrative:
The technician found a roll pin missing on the head linkage. The technician replaced the roll pin to repair the stretcher.

Event description:
Info received indicates the head of the stretcher falls from the raised position when the manual handle is pulled out of the detent which is used to raise and lower the head. No injuries.